Manufacturer narrative:
The motion control board was returned to the manufacturer for analysis. Analysis found that two pots of the board could not be adjusted to 0 vdc and system could not be readied. Analysis concluded that this was unrelated to the reported issue. A software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that the issue could be due to hardware. Analysis found that the software functioned as designed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the system failed to initialize, failure of systems drive. A power converter board was replaced but it failed. The power converter board was replaced again which resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the imaging system would not boot past "initialization please wait" when calibrating the system. Rebooting the system multiple times did not resolve the issue as the message persisted. There was no patient present at the time of the issue.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for evaluation. Testing found that the load box test and indicator did not operate as designed.